Event description:
A report was received that the patient had developed an infection at the base of the neck and thoracic back. Symptom includes tenderness at the site. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was reportedly doing well and the infection has already been treated.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead 70cm model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm, model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the base of the neck and thoracic back. Symptom includes tenderness at the site. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was reportedly doing well and the infection has already been treated.